Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue through the device log. However, it was observed that the device powered off following a child mode button press. The device log shows that the pediatric button and language buttons were pressed to initiate a 2-button self-test. After performing the test, the device will power itself off, this is normal device operation. There was no evidence of a device failure related to a power off issue. The customer received a replacement device and the returned device was archived by stryker.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.